Event description:
Neuro trace needle reported by end user to have a hole between needle and extension. Air going through where the hub and extension meet.

Manufacturer narrative:
(B)(4). This report was assessed and determined and determined to be an MDR based on our MDR reporting criteria. Follow up will be provided as additional information is received and complaint investigation analysis ((B)(4)) is completed pending device being returned by end user.